Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used for knotted suturing of fascia. During passage through tissue, the needle pulled off of the suture. The needle did not fall into the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Microscopic visual examination revealed marks on the body needle by use of the needle holder. The sample condition suggests an improper handling of the needle and suture.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.